Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 16 years, since the subject device was manufactured. Based on the results of the investigation, foreign material was found, adhered to or clogging the nozzle. However, a definitive root cause for the foreign material in the nozzle could not be determined. The reprocessing steps at the point of material residue were not deviated from the instructions for use. No physical damage was found, at the locations where foreign material remained. The instruction manual states, the detection method associated with the event in 'evis exera ii gif/cf/pcf, type 180 series, operation manual, chapter 3: preparation and inspection'. And preventative measures in 'evis exera ii gif/cf/pcf, type 180 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories)'. The legal manufacture reviewed: the customer provided cleaning, disinfection and sterilization (cds) processes. And it is confirmed, that there was no deviation from the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that the nozzle of the colonovideoscope was clogged with foreign material. There were no reports of patient involvement.